Event description:
Caller reported that the mobile app was frozen when attempting to access alerts and alarms within the cgm history. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level. There was no reported adverse impact.